Manufacturer narrative:
A visual inspection of the returned device found the device needle retracted within the sheath and both inner and outer sheath were found kinked/bent near the distal end of the device. A functional check found that the device was able to deploy and retract the needle with ease when the handle was operated. It was also able to produce both pressure and vacuum to force water through the sheath of the device. There was no leakage observed as water was expelled out of the sheath. The condition of the returned unit was partially consistent with the reported event that "the device had a kinked catheter/sheath 3.5 inches up and failed to retract the needle". It is likely that the force applied to the device while attempting to advance the needle through the tissue to obtain a sample caused the catheter to kink. The kinked inner and outer sheath may also be due to anatomical/procedural factors encountered during the procedure. The most probable root cause for this complaint is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. (B)(4).

Event description:
It was reported to boston scientific corporation that an excelon transbronchial aspiration needle was used during a bronchoscopy with biopsy procedure performed on (B)(6), 2010. According to the complainant, the device had a kinked catheter/sheath 3.5 inches from the distal end of the device and the needle was difficult to retract. The procedure was completed with another excelon transbronchial aspiration needle. Post procedure, the scope used in the procedure (manufacturer unknown) failed the leak test, and was sent out for repair. There were no patient complications as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that an excelon transbronchial aspiration needle was used during a bronchoscopy with biopsy procedure performed on (B)(6), 2010. According to the complainant, the device had a kinked catheter/sheath 3.5 inches from the distal end of the device and the needle was difficult to retract. The procedure was completed with another excelon transbronchial aspiration needle. Post procedure, the scope used in the procedure (manufacturer unknown) failed the leak test, and was sent out for repair. There were no patient complications as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.